Event description:
It was reported that during reprocessing the subject device image does not appear (no image). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has "no image" found no image due to bad cable unit connector pins. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing the subject device image does not appear (no image). The intended procedure was diagnostic. There were no reports of patient involvement.